Event description:
The reporter contacted animas on (B)(6) 2012 alleging the auto-off function was set for 15 hours, however, the alarm in the history confirmed it shut off sooner than that. During troubleshooting with the animas representative, review of the pump history indicated there was a bolus given via the pump the prior night ((B)(6) 2012) at 9:45 pm. The reporter stated that the pump was set to alarm 2 hours after a bolus, which would have been at 11:45 pm. However, according to the pump history, the pump shut off at 11:16 am ((B)(6) 2012), the day of the call. This calculated to less than 12 hours. The setting of the auto-off was confirmed to be set to 15 hours. There was no reported adverse event associated with this complaint. This complaint is being reported because the allegation of the auto-off malfunction was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 12/11/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the pump black box history was reviewed and showed that auto off was observed. The pump indicated that the auto off feature was set for 15 hours. The pump performed an auto off which was recorded 17 hours after the last bolus programmed by the patient. During testing, the pump auto off feature was set to 1 hour. The pump was exercised and alarmed for auto off promptly at one hour. The pump's keypad was confirmed to be intact and the buttons were confirmed to be responding normally. The pump was exercised for 24 hours without any auto off issues occurring. No defects were found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.